Event description:
The pt was undergoing a left lower extremity angiogram and atherectomy. During the attempt to treat the posterior tibial artery occlusion, a csi orbital atherectomy device was inserted and a single pass was made before the shaft of the wire device broke at the hub. The hub was outside of the body of the pt. The physician was able to pull the entire mechanism out of the pt without injury.